Event description:
It was reported to philips that the system did not boot up when powered on. Three beeps were heard during system startup, and the system did not proceed with the normal boot process. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.